Event description:
Update - added hip side, added sales rep details, the year products were implanted, revision date, surgeon, patient weight, and height, activity level and additional reasons for revision. Taken from der dated (B)(6) 2015. Hip side - right. Sales rep - (B)(6), implant year - 2008 (exact date unavailable). Revision date - (B)(6) 2015. Surgeon - (B)(6). Patient weight - (B)(6). Patient height - (B)(6). Additional reasons for revision : pain and alval.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed .

Event description:
Litigation papers allege the patient was permanently harmed by severe metal poisoning and metallosis and will have to be revised.